Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B) (6), 2009 and the patient was reimplanted with another device during the same surgery.(B) (4).

Event description:
Caller states patient tested 5.0 inr on the coaguchek xs system while a comparison lab returned as 2.7 inr. Patient's coumadin dose was changed based on lab result. No adverse event reported. Requested return of suspect system, and replacement was sent.

Event description:
Per the clinic, the patient¿s device ¿stopped working¿. The results of an integrity test 2009 indicate a failed device.explant and reimplantation is planned but had not taken place at the time of this report october 7, 2009.